Manufacturer narrative:
Added concomitant products. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visit emergency room due to high blood glucose 500mg/dl. The customer's current blood glucose was 500mg/dl. Customer experienced symptoms like nausea, vomiting, weakness. Troubleshooting was done. The insulin pump will not be returned for analysis.